Event description:
One of our clinical sites just reported a new adverse event - a cervical patient had revision surgery due to adjacent level disc disease. (B)(6) female, obese, current smoker (0.5pack/day), asthma, type 2 diabetes, hypertension, acute sciatica, cervical radiculopathy, ganglion cyst of flexor tendon sheath of finger of left hand, hand pain, left and right wrist pain, low back pain, neck pain, protrusion of cervical intervertebral disc, sacroiliac joint dysfunction of right side, sprain of ligaments of lumbar spine, tendonitis of right wrist. Diagnosed with herniated disc, radiculopathy, spondylosis, with some pain. Underwent acdf at c5-c6 and c6-c7 with the acis proti interbody fusion device (implant part: 1088-43-008 and 1088-43-009) with allograft (structural) matrix vivigen 1cc formable cellular bone (cat bl-1600-001). A depuy synthes skyline 36mm 2-level titanium plate (1868-02-036), skyline 4x14mm variable s-t titanium (1868-52-014) screw, 4.0x14mm constrained self-tapping (1868-62-014), skyline 14mm oversized screw, large-d variable 4.5x14mm constrained titanium large diameter fixed titanium skyline screw(1868-54-014) - post-operative treatment: subject received physical therapy; pain medication: gabapentin (300mg 3x/day), lexapro, lipitor, lisinopril, meloxicam (15mg), metformin (1000mg), nexium (40 mg), diazepam (5mg 1 hour prior to procedure), doxoxyxyline hyclate (100mg for 7 days), eliquis (5mg twice daily), subject was not compliant with post-operative treatment because they continued smoking. At 21.5 month follow up the majority of her symptoms are related to c4-5 adjacent segment issues. She could also have some residual c5-6 foraminal issues, given the amount of subsidence that she has had. We discussed a potential add-on for surgery, which would be done posteriorly given her previous subsidence. Subject was not compliant to post-operative treatment due to smoking. Subject had an adverse event at 29 months post-op of posterior cervical decompression and fusion from c3 to t1. This adverse event was continuous, serious, and was a possible relationship to the tyber product. Hospitalization was required as the conditions persisted. The visit information included cervical stenosis c4-c5, c3-c4 advanced spondylosis c7-t1. It is noted that this adverse event was unanticipated and not serious or life threatening but is said to be serious.